Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that exhibited noise over-sensing. No interventions were made or reported. The patient was in stable condition.